Manufacturer narrative:
A ge service rep provided telephone support. The facility chose to repair the foot pedal. No additional info is available.

Event description:
The customer reported the system displayed an error code message, making it necessary to shut the system down and rebooting it. No report of pt injury.